Event description:
The patient's pump was refilled one week ago and the same amount of drug was still in the reservoir based on what the programmer read; volumes were not specified. The patient did not have any symptoms. It was stated that the patient's pump had been prone to flip. The patient's catheter was checked and was not kinked. A catheter revision was done. The medication being delivered via the device system was dilaudid. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).